Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the hand piece blade was sputtering and the lights were dimming on the motor drive unit. No further info was available and no adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 06/09/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluated is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.